Event description:
Approximately ten months after the hvad implantation, the patient was admitted to the hospital with elevated vad power consumption and clinically significant hemolysis. The patient was initially treated medically with heparin and angionmax. Intra-aortic balloon pump support was also initiated. The patient then underwent pump exchange three days later. Investigation is ongoing.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient was admitted to the hospital for "high watt" alarms and clinically significant hemolysis. The patient was administered heparin and bivalrudin for suspected pump thrombosis. Additionally, an intra-aortic balloon pump (iabp) was placed. The patient had previously been medically treated for suspected pump thrombosis. A pump exchange was performed via a left thoracotomy approach. During the exchange procedure, a possible thrombus was visualized in the left atrium via transesophageal echocardiogram (tee) but otherwise there were no intra-operative complications. The patient later experienced post-operative complications, which resulted in support being withdrawn from this patient. An autopsy was not performed and the pump was returned to the manufacturer for analysis. Functional examination demonstrated that the incident device met pre-implanted requirements. Dimensional examination revealed that the device failed rear housing disc curvature; however, these deviations are not expected to impact pump performance. The reported high power event was confirmed via review of controller log files, which revealed multiple high watt alarms and an increase in power consumption and estimated flow. Review of the manufacturing documentation confirmed that the pump ((B)(4)) met all requirements for release. The device malfunction was unconfirmed; there is no evidence to suggest that the device caused or contributed to the reported event. Independent pathology noted material on the ceramic surface of the upper housing is grossly and histologically consistent with thrombosis. Based on the investigation, the most probable root cause of the reported high power event may be attributed to thrombus formation within the device; however, there are patient, procedural and pharmacological factors that may have contributed to this event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Serious and life threatening adverse events, including device thrombosis, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. (B)(4).

Manufacturer narrative:
The device is available for evaluation, but has not been received by the manufacturer. Additional information will be submitted within thirty (30) days of receipt. Product is in route.